Event description:
It was reported that a caregiver observed reduced meal intake and a smaller than usual meal announcement, followed about an hour later by blood glucose exceeding 400 mg/dl while using the ilet with a cartridge and infusion set; the caregiver replaced the infusion set and blood glucose began trending down during the call, and the caregiver did not note visible issues with the set. Customer care provided technical support troubleshooting with supply change recommendation. Investigation of this case revealed no confirmed device malfunction, and a possible infusion site or delivery issue could not be verified. Symptoms elevated ketones and nausea associated with hyperglycemia. Outcomes included transient elevation in blood glucose with recovery trend after infusion set change and guidance. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.